Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 189 mg/dl. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. Customer stated that they are able to complete the rewind sequence. Customer was also advised to discontinue the use of the pump. Customer was advised that the office in (B)(4) will call her within 24 to 48 hours to give her details on the pump. Customer would like to know what happened to the pump. Customer was requesting analysis results on the pump since this was not the first time the error occurred. No additional information provided.